Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastroplasty. During anastomosis there was poor staple formation. The clamps of the devices were open. There was no patient injury.